Manufacturer narrative:
The following devices were also listed in this report: unknown head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Post left da hip has been draining from her surgical site. Requested to wash out the site and exchange the liner and the head while there. The head was removed using a bone tamp. The liner was removed by using a screw and osteotomes. The surgical site was washed out a new liner was implanted and a new head and sleeve were impacted. The procedure was performed without incidence.